Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the complaint was confirmed. The lead was cut in the field 9cm from the proximal end. The lead showed evidence of having been compressed 4.1cm from the proximal end damaging the inner insulation and connector boot at that location resulting in a short circuit.

Event description:
It was reported that at implant the right ventricular lead exhibited a sensing anomaly; intrinsic r-waves could not be consistently measured at multiple positions. The lead was not used and was replaced.